Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Patient medical history includes but is not limited to: htn, pvd, smoker. Concomitant medical products: patient medications include but are not limited to: norvasc, asa, xyfel, meteprodil. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoprosthesis: occlusion, occlusion of device or native vessel

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient's common and external iliac arteries were reported to be extremely torturous, and intensely vasospastic. The patient tolerated the procedure. On (B)(6) 2020 approximately 3 hours post implant, the ipsilateral leg of the trunk component was reported to have become occluded due to clotting. The patient underwent reintervention exploration a thrombectomy of the right femoral artery was performed. The limb was de-clotted and extended with an additional contralateral leg component. The patient tolerated the procedure with good patency reported.